Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03074. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was advanced into the laa and a 30mm watchman® laa closure device and delivery system (wds) was selected for use. The watchman® laa closure device was deployed, but the position was too proximal. They partially recaptured and then the devices were advanced normally, but some of the anchors on the device got stuck on the sheaths. It was very difficult to fully recapture the device; however with great effort, the physician was able to release the anchors and contain the device in the was. The wds was removed and the was remained in the patient. The physician decided the wds still looked ok and decided to re-insert it. The device was deployed again, but could not be seen on echo as it had deployed in the left superior pulmonary vein. The device was recaptured again and removed with no reported difficulty this time. The procedure was continued and another 30mm watchman® laa closure device was successfully implanted via the original was. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a 30mm watchman implant. The watchman delivery system was not returned for analysis. There was blood on the implant when received. The implant was received deployed. There were anchors that were bent/damaged. The confirmed anchor damage is consistent with recapturing the implant. An attempt to recapture the implant was not possible, due to the watchman delivery system not being returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03074. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system (was) was advanced into the laa and a 30mm watchman ® laa closure device and delivery system (wds) was selected for use. The watchman ® laa closure device was deployed, but the position was too proximal. They partially recaptured and then the devices were advanced normally, but some of the anchors on the device got stuck on the sheaths. It was very difficult to fully recapture the device; however with great effort, the physician was able to release the anchors and contain the device in the was. The wds was removed and the was remained in the patient. The physician decided the wds still looked ok and decided to re-insert it. The device was deployed again, but could not be seen on echo as it had deployed in the left superior pulmonary vein. The device was recaptured again and removed with no reported difficulty this time. The procedure was continued and another 30mm watchman ® laa closure device was successfully implanted via the original was. There were no patient complications reported and the patient's status was stable.